Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8-feb-2018 with the following findings: during the investigation, a review of the black box and pump history for the date of the complaint was not available. The available history showed the user canceled a bolus on (B)(6)-2017 at 18:00. No hypersensitive or stuck keys were observed on the keypad. During the pump¿s rewind step the pump emits a cs078-0008 alarm. Further testing was unable to be completed and the pump was unable to be adequately investigated due to the alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the pump was cancelling boluses without user intervention. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.